Event description:
It was reported that the patient's device was removed due to pain at the device site. The patient was also having positional issues and as a result was implanted with a sensor device. The location was indicated to be uncomfortable as well and was therefore revised to be more comfortable. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Final analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.